Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure fluency stent graft via left external iliac artery, for an unknown medical condition. During the procedure, it was reported that the stent failed to deploy and also the handle broke off. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was not returned for evaluation but provided photos show the stent graft to be partially deployed, one of the struts perforating the distal part of the stent sheath and the outer sheath fractured distal to the swivel nut. It is considered either or both the perforation of the sheath and the fracture of the outer sheath led to the impossibility to completely deploy the stent graft which leads to confirmed results. There was no indication of manufacturing deficiencies. There were no indications for a manufacturing related cause. In this case, it was reported that an 8f introducer was used for access, there were no problems during flushing, and the anatomy was neither tortuous nor calcified. Based on provided photos and as the sample was not returned for evaluation, the investigation is closed with confirmed results for sheath fracture, partial deployment and material perforation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the IFU states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: the IFU states: "prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, the IFU indicates "appropriate introducer sheath" and a "0.035-inch (0.89 mm) diameter super stiff guidewire" should be used. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instructions for use states that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure fluency stent graft via left external iliac artery, for an unknown medical condition. During the procedure, it was reported that the stent failed to deploy and also the handle broke off. There was no reported patient injury.